Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported having joint/ arm pain plus immune system issues, beast nodules, and wishes right implant exchange due to concerns with the product. Patient later reported capsular contracture baker grade unknown and "inflammation levels had sky rocketed. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Patient reported having joint/ arm pain plus immune system issues, beast nodules, and wishes right implant exchange due to concerns with the product. Patient later reported capsular contracture baker grade unknown and "inflammation levels had sky rocketed. Capsulectomy was performed. Device has been explanted and replaced.